Event description:
Reported due to difficult device removal requiring surgical intervention. Physician attempted an arteriotomy closure with a perclose proglide device following a diagnostic procedure. The physician reported difficulty when attempting to park the foot. Reportedly the physician attempted to redeploy and repark the foot several times but the device could not be manually removed. The pt was taken to the operating room and the device was surgically removed. Although requested, no additional info was provided.